Manufacturer narrative:
This supplemental report is being submitted to provide the independent laboratory result, the device evaluation findings. The scope was sent to an independent laboratory for microbial testing. The test results showed that the air/water channel tested positive for cellulomonas species and the instrument/suction channel tested positive for bacillus amyloliquefaciens. The scope was then eto sterilized and returned to olympus for a physical device evaluation. The scope was sent to an independent laboratory for microbial testing. The test results showed that the air/water channel tested positive for cellulomonas species and the instrument/suction channel tested positive for bacillus amyloliquefaciens. The scope was then eto sterilized and returned to olympus for a physical device evaluation. Olympus performed a visual inspection on the scope and found no signs of foreign material inside the biopsy channel, biopsy port, suction channel, suction port, insertion tube, and bending section when inspected with an olympus borescope. In addition, olympus was unable to find any problems with the suction flow of the scope; however, a kink was found on the biopsy channel at the bending section side of the scope. To add, a pinhole was noted on the bending section cover glue on the distal end side of the scope. The scope passed leak testing. The scope was serviced and returned to the user facility. Based on the independent laboratory results and device evaluation findings, improper maintenance of the scope could not be ruled out as a contributing factor to the reported event. The instruction and reprocessing manual states, ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used. All channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators.¿

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess). The ess visited the user facility to observe the facility¿s reprocessing practices and provide a reprocessing training. The staff performs all required reprocessing steps as instructed in the reprocessing manual; however, they were performed out of order and some off label practices were also noted by the ess. The flushing of the auxiliary water channel was completed first. In addition, the suction button was removed and the suction cleaning adapter would be used; which is off label use and not required based on the reprocessing manual. The air/water channel cleaning adapter / valve is used intermittently instead of continuously depressing the valve to flush the instrument channel. Lastly during manual cleaning, the leak test was performed in detergent, as opposed to water, and was not angulating the scope when submersed. This practice will likely cause a fluid invasion if continued. Also, the staff brushed all channels required; however, the scope was not wiped with a lint free cloth before brushing. The ess provided the user facility a repair reduction poster as well as reprocessing posters. The ess also noted that the user facility uses a non-olympus service center for repairs. The ess expressed to the user facility staff that regardless if the reprocessing manual was followed, olympus does not have validation on reprocessing the non-olympus repairs/parts.

Manufacturer narrative:
Olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was not returned to olympus for evaluation. The cause of the reported (B)(6) scope culture could not be determined at this time. As part of our investigation, olympus performed an instrument service history review to obtain additional information on the reported scope and found no instrument service information to date. In addition, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized.

Event description:
Olympus was informed that two out of three scope cultures at the user facility tested (B)(6) for (B)(6). The scope has not been used since the failed culture test. There are no reports of patient infection.